Event description:
It was reported that the patient underwent a sling surgery due to recurring incontinence. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Due to the lack of product return, the clinical observation of urinary incontinence could not be confirmed.

Event description:
It was reported that the patient underwent a sling surgery due to recurring incontinence. A new artificial urinary sphincter (aus) was implanted. No additional patient complications were reported.